Event description:
A customer reported that during a procedure, the system did not perform automatic injection of the silicone oil and instead switched to extrude mode. The incision was enlarged and manual injection was performed. The system was rebooted and the case was completed without further incident. Sutures were required to close the wound. The pt's outcome is reported as "good." Additional information has been requested.

Manufacturer narrative:
The representative examined the system and could not replicate the customer reported event. The inject function was operating within specifications and no system messages were found in the event log. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event could not be determined. (B)(4).